Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set; medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set needle was breaking during testing. Material no: 367324; batch no: 0247150. It was reported that the needles are breaking. The following information was provided by the initial reporter: "we now have incoming inspection information on a lot of 60,000 23g needles (p/n 367324, lot #: 0247150). We completed destructive testing of 315 samples per aql 4.0. The total number of rejects logged during the sample testing was 29 pcs, exceeded the allowable rejects of 21pcs, which caused us to reject this lot. We also have incoming inspection information on a lot of 60,000 21g needles (p/n 367326, lot # :0115390). We completed destructive testing of 315 samples per aql 4.0. The total number of rejects logged during the sample testing was 36 pcs, exceeded the allowable rejects of 21pcs, which caused us to reject this lot."

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set needle was breaking during testing. Material no: 367324. Batch no: 0247150. It was reported that the needles are breaking. The following information was provided by the initial reporter: "we now have incoming inspection information on a lot of 60,000 23g needles (p/n 367324, lot # 0247150). We completed destructive testing of 315 samples per aql 4.0. The total number of rejects logged during the sample testing was 29 pcs, exceeded the allowable rejects of 21pcs, which caused us to reject this lot. We also have incoming inspection information on a lot of 60,000 21g needles (p/n 367326, lot # 0115390). We completed destructive testing of 315 samples per aql 4.0. The total number of rejects logged during the sample testing was 36 pcs, exceeded the allowable rejects of 21pcs, which caused us to reject this lot."

Manufacturer narrative:
H6:investigation summary:bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for broken lever arm with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of broken lever arm through corrective and preventive actions CAPA (B)(4). H3 other text : see h10.